Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. As received, the electrode belt was unable to communicate with a monitor. The cause for the service code 204 and electrode belt failure to communicate with a monitor was isolated to corrupt programming of u713 processor on the distribution node pca . The root cause for the corrupt u713 programming could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving a "service code 204 - belt unusable".